Event description:
It was reported that the surgeon was using the mallet and pounding on the reliance lite t handle and the inner shaft broke.

Manufacturer narrative:
Method: device history review; complaint history review; functional inspection; results: according to a similar investigation, the established cause of the event is excessive torque load applied by the user. This was determined by a materials analysis performed for a similar complaint on a t-handle device that fractured intra-operativley. Conclusion: the customer reported event of reliance t handle fracture was confirmed via a visual inspection. No new harm or hazard has been identified as a result of this event. No harm or delay was reported. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that the surgeon was using the mallet and pounding on the reliance lite t handle and the inner shaft broke.